Event description:
Healthcare professional reported homepatient felt overfilled while using homechoice device for "ccpd" therapy. On 11/9/98, home patient completed initial drain and first cycle, with a negative ultrafiltrate volume of 43ml for the first cycle. After filling with 100ml during cycle 2, home patient felt full. Father of home patient placed the cycler into a manual drain, and drained out 219ml. No abdomial distention was noted by the father of home patient. Home patient's father discontinued therapy for the night using homechoice cycler and initiated a cycler replacement. Healthcare professional states on 11/16/98, home patient reported abdominal pain and cloudy effluent. Health care professional noted that home patient's exit site was puffy, and a small amount of fluid had leaked out of the exit site. Home patient was diagnosed with peritonitis and treated with vancomycin and tobramycin for three weeks, although culture of effluent taken on 11/16/98 revealed no growth. Healthcare professional "feels" exit site leak was due to an overfill, however, healthcare professional was unable to provide any further details.